Event description:
It was reported that a nurse from the PICC clinic of the hospital, performed the insertion of a groshong nxt PICC catheter from the right basilic vein for patient with urinary infection on (B)(6) 2019. The procedure was performed in strict accordance with the PICC placement procedure and practice and went smoothly. The tip of the catheter was located at the third anterior rib. Fluid leakage was spotted during infusion at night of (B)(6) 2019. Upon examination, the connector was found to have slipped out. Subsequent treatment was performed after connector exchange.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of leakage and detachment of the catheter was confirmed and the damage appears to be associated with use of the device. One 4fr s/l groshong nxt connector was returned for investigation. The connector was received assembled. No portion of the catheter was observed within the distal end of the connector. A 1.1cm segment of 4 french groshong tubing was received separate from the connector. The connector was disassembled and a visual observation confirmed that no portion of the catheter was attached to the connector. The compression sleeve was not present within the connector. The distal connector was bisected, which revealed a score line in the narrow section of the connector. The deformation was in the longitudinal direction and it appeared that the damage was created from the proximal end to the distal end of the connector. The molded strain relief was punctured from within the connector and the puncture mark was in line with the scored connector material. The damage observed within the connector and the direction of the damage was consistent with a manual expulsion of the blue compression sleeve. The blue compression sleeve acts as the securement mechanism to hold the groshong tubing to the connector; therefore, without the compression sleeve, the retention force between the catheter and connector was significantly reduced. A review of the manufacturing records revealed no evidence that the complaint was caused by the manufacturing process. A lot history review (lhr) of recn0678 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0678 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse from the PICC clinic of the hospital, performed the insertion of a groshong nxt PICC catheter from the right basilic vein for patient with urinary infection on (B)(6) 2019. The procedure was performed in strict accordance with the PICC placement procedure and practice and went smoothly. The tip of the catheter was located at the third anterior rib. Fluid leakage was spotted during infusion at night of (B)(6) 2019. Upon examination, the connector was found to have slipped out. Subsequent treatment was performed after connector exchange.